Event description:
It was reported by service report that the base assembly is bent causing the cot to lean. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Base assembly.